Manufacturer narrative:
(B)(4).

Event description:
Procedure type: stress urinary incontinence. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted the pt has sustained severe and permanent pain and injuries, suffering, diability, and impairment. The product was used for therapeutic treatment. In-fast ultra kit was reported to be used/implanted during this procedure.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted the patient has sustained severe and permanent pain and injuries, suffering, disability, and impairment. The product was used for therapeutic treatment. Reason for mesh implantation: stress urinary incontinence due to a hypermobile urethra. Complications post implantation: pain, infection, urinary problems, bowel problems, fistula, recurrence, dyspareunia.